Manufacturer narrative:
Other text: h3: one cadd solis vip pump was received in good physical condition with a scratched screen. The event history log was reviewed and there was no evidence of the reported issue. Functional testing was performed and the reported issue was able to be confirmed. A cassette was attached to the device and testing could not be completed due to an "air in line" error. The air detector will be replaced to resolve the issue.

Event description:
Information was received indicating that during testing, a smiths medical cadd solis vip pump exhibited a continuous air in line alarm. No patient consequences were reported. No adverse effects were reported.